Event description:
The international distributor reported an inhalation autozero test failure during power on self test. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. An autozeroing failure may affect the accuracy of the system pressure measurement during operation. The distributor replaced the 3 station solenoid to correct the finding.